Event description:
Device was implanted, date not indicated, on 3/7/97, the device was removed from the pt and a malleable device was implanted, reason not indicated. Co has requested additional info.